Event description:
Healthcare professional reported a right device rupture. The device has been explanted without replacement.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: deflation: not observed. No additional observations are performed.

Event description:
Healthcare professional reported "a right device deflation" the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right device deflation. The device has been explanted without replacement.